Event description:
It was reported that the catheter was placed into the patient's left jugular. The next day the clinician noticed a leakage near the puncture site. As a result, the catheter was removed and a new catheter was inserted into the patient's right jugular. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).